Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to march 30, 2026. Section d6a: implant date: unknown/not provided. Section d6b: if explanted; give date: unknown/not provided. Section e1 (email address): unknown/ not provided. Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was dissatisfied with the visual outcome following implantation of a preloaded multifocal intraocular lens (iol), model drn00v, 21.0 d. The physician subsequently explanted the lens during a secondary surgical procedure and implanted a replacement lens of the same model with a 3.5-diopter difference (drn00v, 17.5 d). No additional information was provided.